Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced infection and hernia recurrence. Post-operative patient treatment included revision surgery, abdominal wall reconstruction, and mesh removal surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced infection, hernia recurrence, fibrosis, inflammation, abscess, impaired healing, chronic draining wound, abdominal pain, nausea, emesis, bloated, persistent belching, dvt, sinus, small bowel obstruction, cellulitis, leukocytosis. Post-operative patient treatment included revision surgery, abdominal wall reconstruction, mesh removal surgery, wound vac, hospitalization, creation of bilateral skin flaps, bilateral component separation, hernia repair with, use of jp drains, anticoagulation medication, incision, drainage of sinus.

Manufacturer narrative:
Additional info: a4, b2, b5, b6, b7, d6b, g1, h6 (patient codes, ime e2402: sinus, leukocytosis). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.